Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer resumed insulin delivery on the pump without changing supplies and the occlusion alarm did not recur. Blood glucose was in the 400 mg/dl range. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Reportedly, the customer replaced the infusion set and resumed insulin delivery after performing system check.